Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the end of the power cord broke off exposing wires. The power cord and power supply were replaced. No adverse consequences were reported by the patient.